Event description:
Incident reported as: the tip of the scissors broke during surgery. The surgeon located the broken piece. No patient injury reported.

Manufacturer narrative:
Sample requested but not received yet. Investigation is ongoing and a follow-up report will be issued when completed.